Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "cassette not attached" error during disposable testing, and the pump was found to fail the downstream occlusion (dso) test during testing. The cause of the customer reported issue was contamination found at the downstream occlusion (dso) sensor area. After investigation the results indicated a reportable malfunction due to the contamination at the dso sensor area. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, dso seal, dso sensor, and dso bezel, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the cassette not attached error, and during physical inspection it was found that the downstream occlusion (dso) sensor had contamination. After investigation the results indicated a reportable malfunction due to the contamination at the dso sensor area. There was unknown patient involvement, and unknown signs or symptoms experienced.